Event description:
It was reported that this device recorded a Code 1003, indicating the voltage was too low for the projected remaining capacity . A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported.